Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and topical skin adhesive was used. The patient complained of extreme itching and some pain under the dressing on (B)(6) 2012. Blisters were present. On (B)(6) 2013, the topical skin adhesive was removed and 1% hydrocortisone cream was applied. The reaction settled after about ten days.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.